Event description:
It was reported that after a peripheral stenting procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed the suture broke at the link. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors causing a suture break included, but not limited to, incorrect operator deployment techniques, manufacturing deficiencies, and challenging anatomical conditions. A suture break may occur if the needle plunger is removed aggressively, the suture is nicked by rotating suture trimmer, the thumb knob is released and the gate is closed on the suture, if excessive suture tension is applied during knot advancement, if a quick jerky motion is used to apply tension on suture, pulling laterally or medially on suture limb, and if the incorrect end of the suture was pulled during knot advancement. The complaint information did not report any incorrect operator deployment technique. Due to the monofilament suture not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. However, during the manufacturing process all devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all devices undergo inspections to verify suture is not damaged or deformed. Although, there were no challenging anatomical conditions reported, the patient has a history of peripheral vascular disease and prior arteriotomy closure in the target groin. A femoral angiogram performed revealed no calcification, tortuosity, or scarring at the access/groin site. The proglide instructions for use do not indicate any patient conditions associated with suture breakage. Based on the reported information and the inspection criteria, a definitive cause for the reported suture break and associated patient effects could not be determined. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for the suture breaking. At final inspection all devices undergo inspections to verify suture is not damaged or deformed and a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.